Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. No additional patient or event information was provided. Additionally, it was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 150 mg/dl.